Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. No further information was available. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/30/2016 with the following findings: the pump was able to power on correctly and no power interruptions were duplicated. The battery cap was tightened then loosened one half turn with no power interruptions. However, investigators were unable to adequately investigate the original ¿no power¿ complaint due to a secondary issue in the form of load step malfunction. Unrelated to the original complaint, there was evidence of a single load step malfunction occurrence in the black box. During testing, the piston was unable to recognize the cartridge upon the first load attempt making it impossible to perform the ezprime steps and execute the basal program. The pump cover was removed and a force sensor trace was found to be cracked around the pin. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).